Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a perforation of the coronary sinus. It was noted that the injury corrected itself with no intervention. It was also noted that the physician complained of ¿tip stiffness¿ of the catheter. The catheter was not used. No further patient complications have been reported as a result of this event.